Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute onyx rx drug eluting stent to treat a mildly calcified and non-tortuous lesion located in the ostium circumflex artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously-deployed resolute onyx stent. The previously deployed stent was not damaged. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred when the resolute onyx was passed through a stent and got caught on a stent strut. The resolute onyx was then crushed against the wall. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. If information is provided in the future, a supplemental report will be issued.